Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. In this case, there was no reported device malfunction associated with the clip delivery system. The reported patient effect of mitral stenosis, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Patient ID: (B)(6). This report is filed due to an elevated mean mitral valve gradient pressure. It was reported that on (B)(6) 2019, the patient presented with mixed mitral regurgitation grade 4+. There was a posterior leaflet prolapse (p2, p3), mitral leaflet and mitral annular calcification, leaflet tethering at a1p1. Two mitraclips were implanted without a device deficiency. The mr had been reduced to grade 2+ and the mean mitral valve gradient pressure (mgp) was noted at 5mmhg. On (B)(6) 2019, an echocardiogram was performed and the mean mitral valve gradient was 9mmhg, mr grade 1+. On (B)(6) 2019, the patient was hospitalized at a different facility for worsening heart failure, an ischemic event, mitral and tricuspid valve replacements, and sepsis with staph aureus. While hospitalized, another cardiac catheterization was performed. Medication (furosemide) was provided/adjusted. On (B)(6) 2019, elevated cardiac enzymes were noted. Medications were provided and a blood transfusion was performed on (B)(6) 2019. On (B)(6) 2019, the patient expired and sepsis was noted. Per physician, the events were unrelated to the mitraclip device and unrelated to the mitraclip procedure. The clips remained stable and well seated with no vegetation or signs of infection reported. There was no increased mitral regurgitation reported. No additional information was provide regarding this issue.